Event description:
It was reported that the patient¿s right ventricular lead exhibited high impedance and was noted to be fractured. The lead was capped and replaced with a competitor product on (B)(6) 2011. No further information was available.